Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the right posterolateral left ventricle. Pre-dilatation was performed with an unspecified balloon. A 4.0x16mm rx graftmaster covered stent was chosen as the best and only available option to treat the perforation. The stent was deployed at 17 atmospheres, but the perforation did not seal. The physician continued to inflate the rx graftmaster balloon for 10-12 minutes to try and seal the perforation, but the perforation did not seal and leakage was still noted. The physician is not sure why the perforation did not seal, but thinks perhaps the stent was not long enough. The leakage was deemed insignificant and no further intervention was performed. The patient remains in stable condition. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use specifies the rated burst pressure (rbp) is 16 atm. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.